Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of barrel cracked was confirmed upon inspection and of the photo. Analysis of the sample photo showed that there was a crack in the non-scale marking area extending from the zero line down past the 1ml area. Bd determined that the cause of the failure was likely associated to out assembly process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll tip bulk convenience pak barrel cracked it was reported by the customer that syringe appears cracked or scratched verbatim : rcc received a complaint via email. Email(s) attached. Syringe appears cracked or scratched.